Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis conclusion was inconclusive. The device incurred an electrical reset (power on reset). During analysis, the device was subjected to approximately 60ºc for more than 18 hours, and subsequent testing showed no increase in current drain and there was no new power on reset (por). Repeated attempts to induce a por were unsuccessful during the analysis. The analysis was terminated and the cause of the por was not determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 429888 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited electrical resets due to a battery issue. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient later reported that the battery only lasted approximately half as long as it should have.